Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low-level failures), and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit was successfully downloaded using thump software. Unit power up properly after battery installation. Unit passed the self test, sleep current test, active current test and displacement test. No pump error 63, low battery or failed batt test alarms noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. Pump received with normal operating currents. During download history review using the adapt tool it recorded pump error 63 and failed batt test. Pump error 63 (variable 21, file= 632 and line=5768) confirmed on 29-jul-2024 at 11:25:36 hour. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the rf chip. Isolate to electronic assemblies. Failed batt test recorded twice on 29-jul-2024 at 11:25:39 hour and 11:26:06 hour. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within specification 23 mv. Test p-cap locked into reservoir tube successfully. The following were noted during visual inspection: scratched case. In conclusion, customer concern for pump error 63 and failed batt test did not occur during testing. However, pump error 63 was confirmed in the history files on 29-jul-2024 due to hardware issue. Isolate to electronic assemblies. Failed batt test was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.